Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a pairing failure between a dexcom g7 sensor and a replacement ilet during setup, while the dexcom app continued to display glucose readings; bluetooth on the ilet was restarted and the sensor was re-paired, and the user planned to complete ilet setup once a cgm value appeared on the ilet. Symptoms included no injury and no adverse clinical effects, with blood glucose reported as in range. Outcomes included no medical intervention, no hospitalization, and continued use of therapy. Investigation included customer service troubleshooting steps focused on connectivity and device setup, including bluetooth reset and re-pairing. Investigation of this case revealed a communication or connectivity issue limited to the ilet pairing process, with no failure of the cgm sensor itself and no ilet pump hardware fault identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity interference or setup-related pairing difficulty.